Manufacturer narrative:
Device evaluation summary: it was initially received a video of the reported device. Upon evidence found in video suggested that the device was ruptured due to a leakage observed. After that, the device was received for evaluation and during visual inspection, it was observed a teal coloration on shell. Additionally, a tear at suture tab was observed. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of tissue expander include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Multiple attempts have been made to obtain clarification regarding the teal coloration in the device; however, it has not¿been made available. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor cpx4 with suture tabs, med height, smooth 6500cc tissue expander and experienced deflation postoperatively (side unknown). As a result, the patient underwent removal and replacement with a mentor cpx4 with suture tabs, med height, smooth 6500cc tissue expander, catalog number 3509215, serial number (B)(4) on (B)(6) 2019.